Event description:
The intra-uterine pressure catheter has proven unsatisfactory in its recording of baseline uterine tone. The baseline tone serves as a guiding tool during labor induction with oxytocin. Published standards for the safe administration of oxytocin include prohibition of its use if baseline uterine tone exceeds 20mm gh. Current catheter system routinely exhibits an unreliable baseline, sometimes suddenly recording at up to 50mm hg without any change in the pt's uterine tone. This unacceptable situation compromises pt care by interfering with oxytocin administration, & entails unacceptable medicolegal risk given the importance of thes erroneous readings.